Event description:
The customer reported the device displayed error code 01000. Error code 01000 (defib biphasic error) is accompanied by the message/instruction defib failure cycle power and device operation halts which could impact the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 01000. Error code 01000 (defib biphasic error) is accompanied by the message/instruction defib failure cycle power and device operation halts which could impact the delivery of therapy. There was no pt involvement. The local philips service rep replaced the power pca to resolve this malfunction.